Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater then 600 mg/dl), 137 mg/dl, and hi (greater then 600 mg/dl). Paramedics arrived and obtained a result of 103 mg/dl 20 minutes later on their meter; no medical treatment required. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.